Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/17/2023, it was reported by a sales representative via (B)(4) that an ar-7800 fibertape cerclage tensioner had a burr or something in the top suture slot that is cutting the fibertape cerclage suture when it is being tensioned. This issue occurred twice during the procedure. A second tensioner was used to complete the case without incident or adverse effects on the patient. This was discovered during a sternal closure on an open heart procedure on 11/16/2023. After the case, the tensioner was cleaned and inspected, then used on a couple of demo cerclage tapes with the same effect of cutting the tape in the top slot during tensioning.

Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Functional testing was performed on the returned ar-7800 and found that the device does have a burr inside the suture slot that cuts the suture during use. Visual inspection noted no problems with the device. The most likely cause is attributed to a manufacturing issue due to the burr not being removed in the process. Refer to the investigation photos.